Event description:
Not it is reported that the patient's insulin pump is displaying a no delivery alert. Patient's blood glucose level is 49 mg/dl. Trouble shooting was conducted. Device is being returned. No further information available.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.